Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) level was 598 mg/dl. Customer went to the emergency room and was subsequently admitted to the intensive care unit for elevated bg. Customer was treated intravenously with fluids of saline and insulin, which resolved the issue and resulted in no permanent damage. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
B3.